Event description:
Customer reported that he was unable to calibrate the sensor and that the sensor gave inaccurate readings. He reported that there had been differences of over 120 points. He reported that the sensor gave false predictive low blood glucose alerts when the blood glucose reading was 105 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.